Event description:
A baxter sales rep reported an infusion pump with an 812:02 failure code. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested by baxter customer service but details were not available regarding pt status, medication involved, tubing product, code, infusion rate or set up of the infusion device. Additional contact info was requested but no additional contact was provided.